Event description:
It was reported that the patient presented with dizzy spells and a device check found the right atrial (ra) lead had no capture at 5 volts at 1 milliseconds and an x-ray confirmed the ra lead was dislodged. During the ra lead repositioning it was noted on x-ray that the right ventricular (rv) lead had an insulation defect. The rv lead also had low impedance. It was noted that the leads had been wrapped around the front of the device. When the operator was attaching the leads back to the device, the device setscrew could not be tightened. The rv lead and device were explanted and replaced. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a cut. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor was extrinsically distorted due to kinking/buckling. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that lead was returned with both conductors distorted and insulation breached cut/extrinsic. The insulations cut did contribute to the electrical complaint of low impedance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: sedr01, implantable pulse generator, (B)(6) 2013; 5568-53, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.